Event description:
The report stated that the ligasure atlas was used to dissect the uterus from the ovaries. The jaws of the ligasure handpiece stuck to the pt's tissue and would not open. Another instrument was used to pry the ligasure handpiece away from the uterus.

Manufacturer narrative:
Date of initial report: 4/29/08. The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.